Manufacturer narrative:
Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device 4 years and 10 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient presented to the clinic with pump stoppage and low speed advisory alarms. It was reported that the external portion of the driveline had rescue tape on it, and that the patient is very active. The patient was asymptomatic. On (B)(6) 2016, a distal end percutaneous lead (driveline) replacement was performed. Approximately 22 inches of the driveline was replaced. No immediate alarms occurred after the repair.

Manufacturer narrative:
The pump remained in use supporting the patient. Approximately 18 inches of the external portion/distal end of the percutaneous lead (driveline) was returned for evaluation. Electrical continuity testing of the returned portion of driveline did not reveal any discontinuities or shorts and all wires were found to be electrically intact. Rescue tape was observed around the terminus of the bend relief. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the driveline did not reveal any evidence of mechanical damage or breakdown of the wire insulation. The driveline was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation and the test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The reported pump stoppages and low speed advisory alarms were confirmed based on a review of the submitted system controller log file data; however, a cause for the recorded alarms could not be determined. Based on the manufacturer¿s experience from similar reported events, the recorded events appeared consistent with a potential driveline issue. No damage was identified through the examination of the returned distal end portion of the patient''s driveline. The instructions for use and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.